Event description:
In 2004, "swan-ganz catheter was noted upon surgery as functioning well. When pt. Transferred to ICU, reading was erratic. Chest x-ray seen by med revealing portion of swan-ganz catheter breaking off. Emergency open heart done to retrieve swan-ganz successfully. Pt returned to ICU in stable condition." No pt injuries were reported as a result of this event.